Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4,,g-3, g-6, h-2,h-11,h-12. Corrected section unique identifier (UDI) # d-4 : from "(B)(4)" to " (B)(4). "

Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section h-6 medical device ¿ problem : from "1385" to 2981. The device was not returned to maquet cardiac surgery for investigation; however, photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed in the photograph. Based on the non-return of the device and the photographic evaluation, the reported failure "material twisted/ bent wire" was confirmed in the photograph. The lot # 3000369567 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 metal wire separated from the jaws. Nothing was detached from the device. The components were still intact on both incidents. Device also stopped activating in the middle of transecting a branch. The power was set to 3. Harvester managed to complete the vein harvesting without opening a new device as it occurred close to the end of the procedure. There was no procedural delay. No additional incisions required. Patient harm was not reported as the problem was recognized early and removed the device promptly. Photo provided by complainant shows evidence of blood on the jaws. The heater wire is observed to be lifted.

Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text: device discarded.